Event description:
The user facility reported that during a high-risk percutaneous coronary intervention (pci) in a very tortuous om branch of the circumflex artery. There was no trouble getting the run-through wire down past the area of interest with a "safety loop" although it did straighten out a very significant loop in the artery. When the physician tried to pull the run-through wire back, he stated that the wire "was stuck". He did not pull hard; however, did some gentle tugging on the wire a couple times and the wire ended up breaking off inside the coronary artery. We were unable to retrieve the distal end of the wire, and the patient was not a surgical candidate. Therefore, the physician decided to pin the wire by placing three (3) stents to cover the wire from the distal part of the artery all the way to the ostium. This was an outpatient planned pci. The patient went to the lab stable, and all vitals were within normal limits. The blood loss was less than 250 cc. The remaining wire was wiped clean, then placed in a biohazard bag post procedure. Additional information was received on 15aug2025: the images were reviewed, which did demonstrate a highly tortuous om artery. The vessel was perforated; however, it was reported that the broken segment of the wire did not cause the perforation. A balloon (sapphire) was used with the wire. The patient was stable.